Manufacturer narrative:
Additional information added to: d11,h4. Section a.1 information requested however was not received. The customer¿s report of unexpectedly powered down was confirmed through a review of the device logs. The event log recorded two power on messages without a power down message between. Revealing a normal shut down process did not occur. Functional testing consisted of attempting to power on the pcu showed the pcu would not power on. The power supply board (pn: tc10006929) was replaced and the device was reassembled, the fuse was blown and c102 was damaged. With a known good power supply board, the system was now able to power on. Testing then consisted of attaching four cad test pump modules and running infusions for over 90 hours, testing showed the source pcu was now operating in specification. The damaged fuse (f1) and capacitor (c102) were replaced on the customers power supply board and re-installed in a test fixture and tested again. The pcu was now able to power on. The power supply board will be replaced by service. Results from a review of the pcu error log shows no malfunctions on the reported event date and time. The proximate cause was due to the shorted capacitor c102 and consequently an open fuse (f1) on the power supply board.

Event description:
It was reported that during an infusion of vasopressors for 8 hours, the device unexpectedly powered down while plugged in and connected to the patient. The rn attempted to add another channel to the device, plugged it into various outlets, but still it would not turn on nor did the battery warning light come on. The biomed department plugged the pcu in over night and the unit still would not turn on and the battery tested within normal limits. The devices were new, as the hospital just went live (B)(6) 2019. The patient was moved to another pump with no impact.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during an infusion of vasopressors for 8 hours, the device unexpectedly powered down while plugged in and connected to the patient. The rn attempted to add another channel to the device, plugged it into various outlets, but still it would not turn on nor did the battery warning light come on. The patient was moved to another pump with no impact.